Manufacturer narrative:
Complaint conclusion: as reported, the 6f exoseal vascular closure device (vcd) was used for hemostasis last week. However, it was observed that there was a big aneurysm. It was confirmed using ultrasonography 2 days ago. A non-cordis stent was implanted to make blood flow good. The doctor commented that it may not have been possible to wait two seconds after pressing the deployment button and pull it out. The patient has been hospitalized. There was no anomaly with the device before and during the procedure. The puncture site was superficial femoral artery, at that time hemostasis was achieved. After hemostasis, there was no patient effect. The doctor saw a doctor at another facility stop bleeding superficial femoral artery (sfa) with exoseal. They thought it was contraindicated, but they tried to use it. The aneurysm was located in the superficial femoral artery (sfa) puncture. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The device was stored as per the instruction for use (IFU). The exoseal vcd was prepped according to IFU instructions. A sper sheath 6f 11cm js009, medikit sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer was locked against the handle assembly and an audible click heard. There was pulsatile flow observed from the bleed-back indicator. The bleed-back indicator was not visibly damaged. The product was not returned for analysis. A product history record (phr) review of lot 17993993 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿aneurysm¿ could not be confirmed or further clarified without imaging and the limited information provided. The exact cause of the reported event could not be conclusively determined. No product malfunction was reported. An aneurysm is a bulging, weakened area in the wall of a blood vessel resulting in an abnormal widening or ballooning greater than 50% of the vessel's normal diameter (width). An aneurysm may occur in any blood vessel but is most often seen in an artery rather than a vein. True aneurysms are an abnormal dilation of an artery due to a weakened vessel wall, without separation of the vessel layers. By contrast, false aneurysms or pseudoaneurysms are external hematomas with a persistent communication to a leaking artery and are typically caused by a penetrating injury, resulting in leakage of blood into an area between two outer layers of the artery, the muscularis and the adventitia, instead of exiting the artery. Aneurysms can rupture and cause internal bleeding, requiring a surgical intervention. Causes of aneurysms in the lower extremities include atherosclerosis, congenital disorders and trauma to the vessel. An aneurysm and pseudoaneurysm can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. The most common penetrating "injury" of the femoral artery occurs during percutaneous procedures. It is unknown if the sheath used during the procedure is compatible with the exoseal vcd. The risk factors for pseudoaneurysm are: low femoral puncture (puncture of the superficial femoral artery), large sheath size, ineffective manual compression, anticoagulant and antifibrinolytic therapy, older age, and arterial hypertension. According to the instructions for use (IFU) which is not intended as a mitigation of risk, use only with a standard sheath introducer with up to a 12cm working length. Based on the limited information provided of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event, however there are procedural and patient factors that may have contributed to the event. Use of the exoseal vcd in the superficial femoral artery has not been studied. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the 6f exoseal vascular closure device (vcd) was used for hemostasis last week. However, it was observed that there was a big aneurysm. It was confirmed using ultrasonography 2 days ago. A non-cordis stent was implanted to make blood flow good. The doctor commented that it may not have been possible to wait two seconds after pressing the deployment button and pull it out. The patient has been hospitalized. There was no anomaly with the device before and during the procedure. The puncture site was superficial femoral artery. At that time, hemostasis was achieved. After hemostasis, there was no patient effect. The doctor saw a doctor at another facility stop bleeding superficial femoral artery (sfa) with exoseal. They thought it was contraindicated, but they tried to use it. The aneurysm was located in the superficial femoral artery (sfa) puncture. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The device was stored as per the instruction for use (IFU). The exoseal vcd was prepped according to IFU instructions. A non-cordis catheter sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer was locked against the handle assembly and an audible click heard. There was pulsatile flow observed from the bleed-back indicator. The bleed-back indicator was not visibly damaged. The device will not be returned for analysis because it was discarded.